Manufacturer narrative:
On (B)(6) 2011, a tech from stryker performed a pre-calibration check and found the accuracy to be acceptable. On that date, at the request of the customer, both the siemens c-arm and the navigation system were recalibrated and following calibration, the accuracy was acceptable and not substantially different than the pre-calibration accuracy. The device is being returned to stryker for investigation. When the investigation is complete, a follow up report will be filed.

Event description:
It was reported that the surgeon felt the pedicle screws were not placed accurately when using the stryker navigation system. The remaining screws were placed using a different navigation system. It took approx 30 mins to switch out the systems. There was no medical intervention needed, meaning the screws were left in the pt with no allegation of adverse consequences.